Event description:
Pt. Was undergoing extraction of pacemaker atrial and ventricular leads. The ra and two rv leads were extracted using the spectranetics laser with sheath. After removal of the laser sheath, the pt developed hypotension. Fluid collection was noted in the right pleural area consistent with venous bleeding. A venogram from the left femoral approach demonstrated a venous tear in the innominate vein. Attempts at tamponading the bleeding with a balloon were unsuccessful. Cardiothoracic surgery exploration was performed, but despite intubation, CPR, massive fluids, the pt expired.